Manufacturer narrative:
8/20/96 1410 md responded stating clips fell out of er320 and were recovered. He states the pt was female, approximate weight of 170 pounds. He will be seeing the pt in a few days and will try to call us with additional info. D5,6:h3,4,6;g4: add additional info. A1,2;b6,7;d10:info not provided during initial contact. Follow up letter sent to facility requesting additional info. D6;info unavailable, device not returned for analysis.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. The clips were falling unformed out of the applier. The clips were being applied to the cystic duct without tissue or instrument obstructing placement. A second cutter was introduced to complete the procedure. There was no consequence to the pt. 8/20/96 it was reported the surgeon removed the clips laparoscopically.